Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto-mode switch due to oversensed atrial lead noise was observed. The patient was asymptomatic. The atrial lead was explanted and replaced. The patient was stable before, during, and after the procedure.